Event description:
An outside law firm reported that a patient experienced issues with a knee implant. Additional information has been requested but not yet provided. This report is filed under AIS reference (b)(4).